Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A visual inspection was performed and the reported shaft separation was confirmed. The hypotube fractured faces at the separation were ovalled as if kinked prior to separation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined that the reported/noted hypotube separation and multiple hypotube bends appear to be related to circumstances of the procedure as it is likely that manipulation and/or inadvertent mishandling of the device during preparation resulted in the reported separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that when the 2.0x12mm mini trek balloon dilatation catheter (bdc) was removed from the dispenser coil, the hub separated from the shaft. There was no patient involvement. The procedure was successfully completed with a new 2.0x12mm mini trek bdc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.